Event description:
During a training session for integra's product licox, nurses stated, "they wouldn't pay attention to the temperature reading because they felt the temperature was inaccurate - it could be all over the place 'too high' or too low". Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.